Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a return of their symptoms described as having urgency again and running to the bathroom to release their bowels. This was like before implant of the device. They also had seen poor communication and noted they did not use the antenna attached to the programmer. The issue was reported as sudden but it had started ¿ (B)(6) 2018¿. When the patient placed the programmer directly over the ins (without the antenna) and synchronized, the poor communication issue did not resolve. Prior to report, the patient had contacted their healthcare professional (hcp) and was told to call the manufacturer. The patient stated that the ins battery (3 years old) could be depleted which could be causing the poor communication and their loss of therapy. They wanted to try to replace the programmer to rule this out and was sent a replacement device. It was reviewed that the patient should con tact their hcp to have the ins checked if the replacement programmer did not connect. There were no further complications reported or anticipated.